Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Additionally, the soft tip was separated and the fracture face was stretched and jagged. Follow up information received noted that the account was unaware of the tip separation and it likely occurred during packing for return analysis. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after the 2.5x8 mm xience v stent delivery system (sds) was removed from the hoop, the stent was observed to be dislodged and located on the proximal shaft of the sds. The packaging showed no visible damage. The device was not used in the patient anatomy. A new same size xience v sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.